Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the r-waves had dropped. It was discovered that the right ventricular lead had dislodged. The lead was repositioned successfully. The patient was in stable condition post-procedure.